Event description:
The reporter called and alleged discrepant results when compared to the lab on two pts. The reported device results were 5.3 and 7.6 inr. The corresponding lab results reported were 4.0 and 5.6 inr. No actions or treatment was provided to the first pt. The second pt's coumadin was held for three days. The device was replaced and requested to be returned for eval.